Event description:
Device 2 of 2: ref MFR report # 1627487-2014-00013. It was reported the patient's ((B)(6)) lead migrated. Upon further examination, it was discovered, the patient's anchor was open and broken. As such, the device was explanted and replaced. Intraoperative testing found no impedance issues with the patient's lead; therefore, the lead remains implanted following repositioning.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.